Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had a message stating "arm is at a rotation limit" that occurred on universal surgical manipulator (usm) 2 and the surgeon felt non-intuitive motion. The tse advised the customer to unroll the usm. The customer would do it and would call back if the issue persists. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site confirmed that they had clutched the universal surgical manipulator (usm) and the issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup.